Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an open sore with discharge under the front therapy electrode while in a nursing home. It is unclear if a prescription was provided to the patient. Follow up indicated that the irritation was still present but was no longer bothering them. The medical outcome of the area is unknown.